Event description:
Dr reported that he tried to tighten abutment and the thread that was in the implant snapped off. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product could not be completed since the lot number from your office was unavailable.